Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the flexvision live screen got frozen during use. The customer worked on the system for several minutes and the issue got resolved. The philips field safety engineer (fse) visited onsite and unable to reproduce the reported issue. The engineer performed diagnostic test and found no issues in the system. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported that the live box of flexvision screen froze .the system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.